Event description:
Reportable based on device analysis completed on 12may2022. It was reported that the guidezilla could not be advanced in the anatomy. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not be advanced into the target lesion. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed partial collar and shaft detachment.

Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment which is indicative to torquing or twisting the device during use. The ptfe lining at the collar was pulled up and damaged. There was no further damage found to the device. The partially detached collar and shaft, and ptfe damage found to the device during analysis could contribute to the difficulty advancing which would likely cause resistance upon entry and advancement of the device.